Event description:
"While positioning pt, the lock mechanism of the rotating 2 pin piece seemed to fail x 2 and top pin dragged through skin-tearing about 2cm." The pt was in the prone position when the injury (tear) occurred to the left temporal/parietal.